Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) - added due to character limitation in respective field

Event description:
It was reported that black water was found in the gastrointestinal videoscope. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured the device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. During examination, the foreign material could not be identified. Based on the results of the investigation, foreign material possibly remained in the device because the reprocessing was not conducted properly due to leakage from biopsy channel. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.